Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vertical gastroplasty by video, when placing the load in the stapler, the reload would not open. It was also reported that the reload broke off. The surgeon placed again however, the problem continued. Another reload was used to complete the case. There was no patient injury.